Manufacturer narrative:
It was reported that the patient underwent skin revision surgery on (B)(6) 2020 to excise tissue at abutment site. The implanted device remains. This report is submitted on 14 september 2020.

Manufacturer narrative:
This report is submitted on sepember 24, 2019.

Event description:
Per the surgeon, there was a skin revision on (B)(6) 2019 for skin overgrowth around the abutment. The patient was treated with a steroid injection and a topical antibiotic. The implant remains in-situ.